Event description:
A caller reported a malfunction on their insulin pump, which occurred without any preceding notable events. There was no adverse impact to the customer's blood glucose level. The malfunction code could not be reset, and technical support arranged for a replacement pump to be sent. The customer did not receive previous field correction notices, so technical support confirmed the email address and resent the notice on the customer's behalf. The customer acknowledged they would use a backup insulin pump until the replacement arrived and received guidance on returning the faulty pump. Additional instructions were provided regarding setting up the replacement pump. The customer understood and acknowledged all provided instructions.